Event description:
CT scanner completed scan, gave "measurement sequence finished' message then proceeded to do another slice. Machine paused and gave "measurement abort" message. No image was reconstructed.